Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the device indicating host pc not booting. Upon functional testing the distributor found that the host pc would not boot up. Actual cause of the issue was found to be defective host pc. To resolve the issue distributor replaced host pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc would not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.